Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call of high blood glucose of 500 mg/dl and treated with a pen. Customer wanted information about the rewind process and was advised on the process. Customer declined high blood glucose troubleshooting. No further details given.